Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the electrical venous occluder (evo). The incident occurred in genova, italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an electrical venous occluder (evo) gave an error message (e1538 code) associated to faulty encoder. The issue occurred when the unit was in service. There was no patient injury.

Manufacturer narrative:
H11: at livanova deutschland repair of the unit was performed by replacing the following parts: encoder, ribbon flat cable and insert for fast clamp. Functional verification checks were carried out and unit was fully functional. Conclusions remain the same: the root cause of the reported event was traced back to a defective encoder board and ribbon cable.

Event description:
See initial report.

Manufacturer narrative:
Evo sent to munich for repair and error could be confirmed: error message 1538 randomly displyed when the tube is removed from the clamp testing of the device found scratch on the bottom cover and damage on the ribbon cable of the encoder board parts that should be replaced to repair the device are the countersunk head , ribbon flat cable, encoder v. Clamp, lid, insert for fast clamp. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H 11: a device service history review has been performed and identified that the unit was manufactured in 2009 and one other similar event in 2017 and related to another error. The root cause of the reported event was traced back to a defective encoder board and ribbon cable. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.